Event description:
On(B)(6) 2015, the reporter contacted animas alleging a time and date issue on the pump. The model of the patient's pump was not provided and troubleshooting was unable to be completed at the time of contact. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 07/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: a review of the pump black box revealed that data from date of complaint has been overwritten, however, occurrences of time/date resetting to default settings was observed. During testing, the time and date were found to reset to default settings when the battery was removed for less than 24 hours. The pump cover was removed and there was evidence of moisture contamination observed inside the pump. The internal battery was not leaking, but the battery was found to be unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)